Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5.

Event description:
(B)(6). Event occurred in italy. It was reported that patient experienced five events of infusion set kinked cannula on (B)(6) ar-2025. The event occurred in three or more hours after insertion. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.